Event description:
It was reported that high impedance and threshold values were observed during implant of the lead. The lead was removed and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).